Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresholds and exit block. During an attempt to reposition the lead, there were problems with the helix. Therefore, a new lead was implanted.